Event description:
Customer reported the c column will not move up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4).